Event description:
It was reported that the pump the pump boxes were damaged in transit while being shipped. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a broken pin connector. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.